Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: it said that it had gone in 1000 milliliters (ml) in 2 hours and 50 minutes so 350 milliliters an hour (ml / h) but the bag was not completely out. Tried changing the pump and the new pump dripped much faster than this one so something is not as it should be with the calculator. The pump was zeroed before it was started. The event occurred march 21 2025.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910. Additional information h4 device manufacturer date. General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: n030005 hours of operation: 968 seal: yes (black produktion seal) further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2025-03-21 were analyzed. A space line was selected and the infusion started with a rate of 350ml/h and a volume of 1000ml at 14:46pm. At 17:35pm the pre-alarm "vtbi near end" occurred and 3 minutes later the infusion stopped, because the volume was done. At this time, 1000ml was infused. The line was extracted. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessedaverage deviation "a" of the second operating hour was measured and resulted in a value of +3,06%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.